Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5028464. A quality notification related to the reported defect of needle retraction failure was initiated during the build of this lot, and quality notification review (qn) could not be performed for the defect of needle through catheter and tip adhesion / bonded to needle. However, without a sample we cannot confirm that this failure was related to that notification. Based on the available information, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard bc needle did not retract. The following information was provided by the initial reporter: the bd insyte autoguard bc 18gauge IV is not always contracting the needle when the safety guard is being pressed. We have had two instances this week where the safety button is not working to deploy the needle back into the device as intended. This is leading to the needle itself having to be retracted from the catheter without a safety mechanism in place.